Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). One piece sled, cartridge. The analysis results that one ecr60b reload was received partially fired and with the pan detached. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve bypass procedure, the force of grasping the firing trigger was higher than usual at the third firing, but the device was fired as-is. When the device was released, the proximal one cm part of deployed staples on the cutting side was unformed. There were no adverse consequences to the patient. As the unformed staples were on the cutting side, no additional suture was performed.